Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: it was unknown whether the patient's fall led to the device migration; no surgical intervention was planned at this time. Patient¿s recharger was unable to stay connected to the ins. Rep instructed patient to reposition and retry leaving the recharger in place for at least 30 seconds but device continued to lose connection. Rep was unable to reach patient until (B)(6) 2020 and instructed patient to reset charger and restart the programmer. Device continued to lose connection and rep instructed patient to contact patient services regarding recharger replacement. The cause of the difficulties maintaining a recharging session was not yet determined.

Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial#: (B)(4), product type: recharger. Product ID: cd9000, serial#: (B)(4), product type: accessory. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was having recharging difficulties; the patient stated that since implant they have only been able to successfully charge their ins once (first charge about a month after implant). Since then (about 3-4 weeks ago) they haven't been able to get the recharger to start a charging session and keep its connection. The patient states that the recharger will connect then 4 seconds later the recharger will go back in to a searching for device mode, without them even moving. The patient states that about 3-4 sundays ago they did fall on a piece of wood and hit their tail bone. The patient states that they had a CT scan of the area and nothing appeared broken, but their doctor did determine that the implant fell out of its pocket at their follow-up visit on october 13th. Caller states that the doctor said "the pocket was too big and the device dropped". They did troubleshoot the day before yesterday with an manufacturing representative. The patient states that the rep had them reset the recharger and handset, put the recharger directly against the skin and turned therapy on and off, but they were not able to resolve the issue- the connection kept dropping. Caller states that when the recharger was on their skin, they were getting shocked above the butt-crack as well as getting shocked by the 2 prongs on the recharger- they resolved this issue by putting a thin layer of cloth between the device and their body. The caller states that they even saw error code 3167 on the handset the other day. The patient believed they need a new recharger. On the call, patient services had the caller feel for the implant so they could line the recharger up properly, but the caller said they couldn't feel the implant any longer. Caller then attempted to line up the bottom on the recharger with what they think was the implant and they started a charging session with good connection- implant at 10% and therapy was off. Shortly after the connection was established, the connection dropped and went back to the searching mode- this cycle repeated several times. Caller states that they have not moved at all. Patient services offered to warm transfer to repair, but also reviewed that if the issue persist, some in person troubleshooting may need to be done. The issue was not resolved through troubleshooting. The patient was transferred to repair for a replacement recharger.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient has been able to establish and maintain a recharge connection with the replacement recharger and the issue was reported to be resolved. The patient was seen in the office the day before and everything seemed to be working well.

Manufacturer narrative:
H6: after additional review, device code a27 does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the micro was explanted because since implant they could never keep it charged, it wouldn't connect or stay connected. There were only a handful of times that it would charge to 100%. The caller added that they never revised the pocket and they felt the pocket was too deep and it wouldn't connect.